Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to the patient's feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012 during a follow-up call with the reporter. The patient's spouse reported that the patient began to obtain unexplained elevated blood glucose readings a few weeks prior to contacting lfs. The reporter stated that on unspecified days the patient would obtain alleged inaccurate high readings of "285 and 301 mg/dl" with the subject meter prior to supper. The patient's spouse stated the patient generally tested in the "175 mg/dl range" at that time of the day. The reporter informed the mss that the patient manages his diabetes by taking a set dose of lantus insulin at bedtime and would also take novolog insulin (based on a sliding scale) if his blood glucose was greater than 150 mg/dl. The reporter claimed that approximately 2 weeks prior to contacting lfs, the patient's blood glucose dropped into the "30 mg/dl range' approximately one half hour after the patient had taken his usual set dose of lantus insulin (15 units). The patient's wife stated the patient initially complained that he felt hot before he went to bed and his symptoms progressed to confusion and being sweaty. The reporter stated at the onset of symptoms she contacted her son who contacted a paramedic. The reporter was advised to test the patient's blood glucose and reported obtaining a result in the "30's mg/dl range" with the subject meter. The patient's wife stated she then gave the patient a coke with sugar in it and something to eat and within one half hour his blood glucose had increased to "147 mg/dl." At the time of the follow-up call, the reporter confirmed that the patient's blood glucose had not been tested prior to having taken the set dose of lantus insulin. The reporter stated the patient had last tested his blood glucose prior to lunch; however, she did not recall what result was obtained that evening. At the time of troubleshooting, the customer care advocate walked the reporter through a control solution test and it was noted that the result fell within the specified control range. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.